Event description:
On 2/26: customer reports during a cystogram procedure, the fluoro stopped working and system locked up. Patient information not made available due to no reported injury.

Manufacturer narrative:
Technical support spoke with the biomed and determined they could not fluoro because they were not in the adult tab, fluoro mode on the x-ray generator. Issue was resolved over the phone.